Event description:
Country of complaint: (B)(6). Raw material complaint: a difference is felt between "old" and "new" material for premicron thread. Attached samples. Additional information received regarding issue: "subjectively, the new premicron is smoother. Cardiologists comment to have lost control of tightening the knot, the suture does not hold it. The thread feels thinner and cuts fingers".

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 2 pieces of sutures without packaging. We have received 2 sutures without packaging. Therefore, neither reference nor batch number are available and the batch manufacturing record cannot be reviewed. In order to make a proper analysis it is necessary to know the batch number and the article code. Visually, thread surface of both threads received is the usual and current one, as we can see on enclosed pictures. There are no differences between them, except a slight difference in color tonality due to the variability of dyestuff content in raw material spools according to the diameter. There are no changes regarding dyestuff content. There are also no changes in the coating of thread. There has not been implemented any change neither in raw material nor in the manufacturing process in the last 5 years. Corrective action: not applicable.